Event description:
A malfunction alarm with code malf 9 was reported, and a resettable malfunction code was displayed. The customer¿s blood glucose level did not exceed 500 mg/dl, which is within a normal range. Customer technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report any future issues. The caller acknowledged and understood these instructions.